Event description:
Between the hrs of 4 am and 8 am on 1/16/97, five long-term ventilator pts experienced problems with their air-flow and subsequently developed respiratory distress. After stabilization of these pts, an internal investigation was started. The following info was discovered: new ventilator circuits with nebulizer had been installed on the vents on 1/12/97. The literature that accompanies these circuits states that this system can be used with the brand and model ventilator the facility was using.